Event description:
It was reported during a da vinci hysterectomy procedure that the prograsp forceps wire broke. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Additional findings by failure analysis: the instrument distal pulley had mechanical indentation/burrs. There was indentation at the inner edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the damage was due to likely mishandling/misuse. The instrument grip tip had mechanical indentations/burrs. There was in indentation at the side of the grip. Failure analysis concluded the indentation on tip was due to likely mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however broken pitch cable were to recur could cause or contribute to an adverse event.